Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an audio tone/vibration (audio tone issue) issue. It was reported that the pump emitted a ¿strange noise¿ the same as a call service alarm. However, there were no messages or codes on the screen and no related alarms in the history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1. Date of submission: 09/08/2016. Correction to b5 describe event or problem:additional review of the complaint revealed that the reporter stated that the pump emitted a communication call service alarm. There was no allegation of an issue with the pump¿s audible tone function. There was no allegation of an adverse event with this complaint. Correction to d4 serial (B)(4).

Manufacturer narrative:
Follow-up # 2 date of submission 10/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, a review of the pump¿s black box showed one cs 088 alarm. During testing, the pump powered on with both the audible and vibratory alarm features functioning properly. During 24 hour testing, no call service alarms were emitted. The complaint of a call service alarm issue was shown in the pump¿s history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Unrelated to the complaint, the support bracket was found to be missing.